Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a spyral simplicity catheter, launcher guide catheter and a thunder guide wire were used to treat the left and right renal arteries. On the same day, post angio results showed a perforation and dissection in the main vessel right 1.

Manufacturer narrative:
Investigator reports that after review the procedure angiography they conclude that there was no dissection or perforation seen. If information is provided in the future, a supplemental report will be issued.